Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable. A root cause could not be identified. Based on the results of the investigation, there was not an identifiable cause that led to the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a connector that was not working. The issue was found during preparation of the use. There were no reports of patient harm.